Manufacturer narrative:
Follow-up # 1 date of submission 05/23/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings:during testing, the pump powered on to the ¿verify¿ screen with no auditory sound. Auditory alarm settings were set to ¿high¿ but the pump emitted no sounds during testing. The pump case was removed and the height of the piezo contact pins was adjusted. Audio tones returned after re-establishing the electrical connection of the contact pins to the piezo. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from below the finger pad to the primary seal. No power losses occurred during investigation. There was no evidence of moisture damage found in the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was reported that the pump's audio tones were not functioning. It was noted that the pump's vibrations were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.